Event description:
2 knots in the catheter were visualized under fluoroscopy. The first knot was removed using a lasso (i.e., snare) through the femoral vein. The second knot was successfully removed via an incision of the femoral vein.